Manufacturer narrative:
Concomitant product: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. (B)(4).

Event description:
A health care provider (hcp) reported that the patient recently had deep brain stimulator (dbs) implanted and impedances were taken and found to be normal at time of surgery (2000-2300 ohms). Hcp indicated that she had been practicing dbs physician for 7 years and always expected the impedance to drop after surgery. However, post-op impedance remained the same. She believed there was a malfunction of the device. The patient felt heaviness and surging sensation at the implantable neurostimulator (ins) site and across the midline of the chest independent of which contact was stimulated. She did not program the patient. Two weeks later, the hcp further provided that the patient experienced side effects due to stimulation including paresthesia, dizzy and foggy thinking. The patient only felt chest heaviness when stimulation was turned on and sensation went away when stimulation was turned off. The right ins provided stimulation to the left side of body, however hcp noted the patient felt tongue thickness on contact 3. The patient did not experienced chest heaviness from the right ins. The patient got improvement in rigidity on contact 0 and 1 during examination. The hcp was going to see the patient again on (B)(6) and to turn the patient stimulation on using a bipolar configuration. Additional information received from health care provider on (B)(6) 2016 reported that the patient device was interrogated three weeks later and there was possible fluid at the implantable neurostimulator (ins) site. It was indicated that there were some electrodes out of range. The impedance test on the right ins when tested at .7 v read as: c <(>&<)>0 3209 0<(>&<)>2 5011 c <(>&<)>1 1340 0<(>&<)>3 3519 c <(>&<)>2 2120 1<(>&<)>2 2362 c <(>&<)>3 1218 1<(>&<)>3 1863. The impedance on the left ins when tested at .7v read: c <(>&<)>0 2303 c <(>&<)>3 2339 c <(>&<)>1 2362 0<(>&<)>3 4209 c <(>&<)>2 2145 1<(>&<)>3 4308. Please see manufacturer report #3004209178-2016-00185 for information on the patient's concomitant system.